Event description:
It was reported that the pt experienced a loss of therapeutic effect after she fell and hurt her knee 3 to 4 months prior to report. The pt's urinary symptoms were as if she never had the neurostimulator, and she was unable to feel stimulation. On (B)(6) 2011, the pt programmer showed the neurostimulator was off. The device was turned back on and the pt was able to feel stimulation. On (B)(6) 2011, the pt again reported a loss of therapeutic effect. The device was again determined to be off, and was turned back on. The pt was at home in fair condition. Add'l info received reported, the pt had not seen her doctor regarding the event, nor had she met/discussed the event with a MFR rep. The pt was still having problems related to her neurostimulator and was going to try to schedule an appointment for (B)(6) 2011.

Event description:
Additional information received on (B)(6) 2011 noted that the patient had a loss of therapeutic effect. The patient believed the stim had never really worked properly for her symptoms. 2 months ago, the patient had a reprogramming session and stim worked a little better, but still not well. Stim status with the patient programmer noted that stim was off. Additional information provided by the hcp noted the cause of the event as unknown. Regarding any abnormal impedance measurements, it was noted as "none". Interventions was noted as n/a. Signs and symptoms was noted as the patient's device was off. The patient was seen in the office and instructed again on use of the programmer. The device was turned on for therapeutic effect. The patient was doing well. Hospitalization was not required. The patient outcome was recovered.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp reported that the patient was fine. An impedance check showed no impedances. The patient had the device turned off. The hcp turned it on and the patient was doing well. The patient was scheduled to follow up in 3 to 6 months to see how things were progressing. The device was fine and there were no other problems indicated.